Event description:
During follow up, decreased defibrillation impedance was noted. The device was explanted and replaced to resolve the issue. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. The field event of low impedance was confirmed by analysis. Analysis of the device image indicated the low impedance occurred due to low battery voltage. Upon further investigation, an external power source was connected to the device and set to 3.2v, revealing the device impedance to be normal.